Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The 3.5 x 40mm, concentric, de-novo, 89% target lesion was located in non-calcified right coronary artery (rca). An opticros imaging catheter was advanced to observe the lesion. It was noted that the physician followed the standard procedure to use the device. However, the device cannot reach the lesion because the distal part was broken. The physician decided to replace device with a new one and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. There was a damage observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that distal tip detachment occurred. The 3.5 x 40mm, concentric, de-novo, 89% target lesion was located in non-calcified right coronary artery (rca). An opticross¿ imaging catheter was advanced to observe the lesion. It was noted that the physician followed the standard procedure to use the device. However, the device cannot reach the lesion because the distal part was broken. The physician decided to replace device with a new one and the procedure was completed. No patient complications were reported.